Manufacturer narrative:
One unopened blister package from batch # jkj872 was returned for evaluation. Visual examination of the blister package shows that part of the information printed in the tyvek is obstructed by a sticker label, which is not part of the manufacturing process components. No quality discrepancies that could be associated with the contents of the labeling artwork can be identified.

Manufacturer narrative:
It was received one unopened product. In visual inspection it was observed: the label contains the correct information and has been attached to the correct location, leaving the batch and code information visible to the user. Other information, such as that of the ¿2-octyl cyanoacrylate¿ component, is underneath this label due to the size of the product packaging, but this is the smallest label available.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2016 and topical skin adhesive was used. Prior to use, it was found that the component octyl-cyanoacrylate was not mentioned/described on the product packaging. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.